Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. The patient device experience is included in the labeling; therefore, anticipated in nature. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this advance male sling due to a return of incontinence after successfully working 1-2 post implant, the physician believes the sling dislodged. Prior to the sling implant the patient was leaking about 500ml/day, the continence leakage was 300ml/day. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted with no patient complications.